Event description:
On 11/20/96, while performing a phacoemulsification and implantation of posterior chamber lens to right eye, the surgeon noted the phacoemulsification hand piece was not aspirating properly and that the wound started to turn white and shrink. The tip near the hub was felt to be hot. The pt experienced a heat shrinkage of the wound necessitating suturing and a thermal corneal-scleral burn. Pt subsequently admitted for treatment related to this event.